Event description:
The pt implanted with this defibrillation lead expired for sudden cardiac death in 2005. The lead had been inservice over ten years. It was also reported that the hock impedance measurement was out of range (low) and a full energy shock was not delivered.

Manufacturer narrative:
Event conclusion upon receipt at guidant's reliability assurance laboratory visual inspection noted several cuts in the insulation and conductor coils deformation, consistent with explant damage. A long smooth insulation abrasion was noted 175 mm from the terminal pin, consistent with extended lead on lead contact. Further abrasions were noted on the terminal legs of lead just distal from the terminal pins, consistent with lead on lead on lead contact in the pocket. These did not appear to contribute to the reported low lead impedance. An x-ray of the lad confirmed that the area under the proximal spring electorde exhibited filar fractures of the distal high voltage conductors which resulting in arching damage. This damage appears to have been caused by insulation damage under the proximal shocking spring electrode resulting from pressure and movement within the heart. After this insulation damage occurred, there was no insulation barrier between the proximal shunt coil and the distal high voltage crimp tube. This path contributed to the reported low impedance.